Event description:
Customer reported that the insulin pump was delivering too much insulin. The blood glucose reading was 211 mg/dl. He was assisted with programming the insulin pump and the basal rates. Customer had gone to the hospital for a heart attack. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.